Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had stimulation, but could not get his charger to turn on. No damage to the charger was reported. A replacement charger was sent to the patient. Attempts to determine if the replacement resolved the issue were unsuccessful.